Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The hcp stated that the patient¿s device never worked. It does not hold a charge and the patient does not use their device or have their remote. They tried to do something in the past but the patient has not gone back to have their device checked for about 2.5 years. The patient may randomly plug it in to see if it works. The hcp paged a local manufacture representative (rep) but they have not talked to them yet. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an MRI technician on 2017-jun-27. They were calling to see if the patient had their device brought out of overdischarge noting that the patient had an MRI tomorrow. No further complications were reported/are anticipated.